Manufacturer narrative:
Result: the 5max ace was fractured approximately 0.7 cm from the hub, under the strain relief. The catheter shaft distal to the fracture slid down the strain relief and exited the strain relief at an angle. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was fractured when withdrawn from the packaging. New devices were then used to complete the procedure. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, as the 5max ace was being removed from its package, a fracture was noticed. New devices were used to complete the procedure.